Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4)

Event description:
It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. The physician was able to push the coil into the aneurysm with the pushwire.no patient injury reported.